Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failed power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change has since been made to the product's power switch. Additionally, the missing screws were likely due user mishandling. Handling of the device is described below in the instruction manual which may have prevented the missing screws: "repair and modification: the video system center does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury, equipment damage and/or the impossibility to obtain the expected functionality can result.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "power button was stuck and not springing back" and "missing screws" was confirmed; it was noted that the power switch was a previous version and upgrade to a new version required. The reported problem of front panel "switches were not functioning" could not be confirmed.

Event description:
A user facility reported to olympus that the switches were not functioning and the power button was stuck and not "springing back." In addition, it was reported that screws were missing. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.